Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When preparing to use the prefilled irrigator, open the package and find that the irrigator push lever is loose. Stop using it immediately without causing any harm to the patient.